Manufacturer narrative:
Prior to the event the night shift had run calibration and controls which passed. On the morning shift, the customer started having issues and flushed the sample probe to remove a clot. The customer then reran calibration and qc again which passed. Service was not required for this event; however, the bci hotline is monitoring the customer at this time to ensure the problem has been corrected.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine (cr-s) cartridge on the unicel dxc 600 pro synchron chemistry analyzer reported 5 high patient results. The erroneous results were reported out of the laboratory; however, amended reports were issued. There was no affect to patient treatment in this event.